Event description:
A 6f angio-seal sts plus was successfully implanted following a stent implantation by way of percutaneous transluminal coronary angioplasty. A pre-deployment angiogram was not performed, however, it was reported that there was no calcification noted. Three days later, the pt presented with pain and swelling. An ultrasound was performed that confirmed a hematoma in the right inguinal and upper femoral area, and a pseudoaneurysm in the right femoral artery. Surgery was performed to evacuate the hematoma and repair the vessel. The pt was discharged and listed as stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.